Event description:
It was reported that during a machine check performed by the customer, one of the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging all the way. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) contacted the customer's biomed over the phone. The stm troubleshot the iabp unit over the phone by asking the customer to charge the iabp unit overnight, make sure that the console was correctly seated in the cart, and that the battery charging lights were blinking. The stm then contacted the customer the following day, and the customer verified that the battery was still not charging. The stm arrived at the customer's site and supplied the biomed with a new battery and was informed that the cath-lab would replace the battery. Subsequently, the stm reached out to the customer's biomed at a later date and the biomed verified that the battery had been installed and was fully charged. It was noted that the iabp unit involved in this event was never taken out of service.

Event description:
It was reported that during a machine check performed by the customer, one of the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging all the way. There was no patient involvement, and no adverse event reported.